Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2007, the distributor reported that one of the pins broke while lightening a screw during a surgery. Another screw driver was used to finish the case. It is unknown if the pin required retrieval from the surgical site. There was no report of surgical delay or patient injury.